Event description:
On (B)(6) 2015, the customer reported to medela customer svc that the transformer housing for pump in style advanced breast pump broke when unplugging the transformer from the wall outlet. The customer confirmed that the inner electrical wiring was visible within the transformer housing. This is a safety risk.

Manufacturer narrative:
The customer was sent a replacement transformer. The product involved in the complaint was not returned for eval/investigation at this time. Attempts to retrieve the damaged product are ongoing. Therefore, no conclusions can be made as to the cause of the event. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping., handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double staking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.